Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with novasilk mesh. Later pt experienced vaginal discharge, urinary incontinence, increased vaginal odor, dyspareunia, mass in the introitus, continued frequency and urgency, abdominal pain, pelvic pain, complaints of "buckling of the mesh" sensation, hypermobility urethra, urinary tract infection and dysuria. A trigger point injection and aris mesh placement were performed.